Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer confirmed that issue was resolved by customer. The device functioned as intended after the customer resolved the issue.